Manufacturer narrative:
Cloud data from the user for the day of 12mar2026 was downloaded and reviewed. Review of the cloud data found that a 5.4 u bolus was started, but an unconfirmed termination occurred. The cloud data showed that a pod was discarded at the time of the unconfirmed termination, indicating that a communication error occurred between the pod and the controller. The communication error prevented confirmation of the bolus completion, resulting in the unconfirmed bolus record. The exact cause of the pod-controller communication error and subsequent unconfirmed bolus recorded could not be determined from the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received a message for unconfirmed bolus and was unsure about their insulin delivery. The patient's blood glucose levels were reported to be 382 mg/dl. The pod was worn between 24 and 36 hours, on the abdomen. Redness was reported, at the pod site. Medical treatment was not required.